Event description:
Pt in for surgery treatment of a hairy nevus removal from scalp. An IV of d5.45ns was started at a rate of 40 ml/hr into the peripheral right hand site. Pt experienced infiltration with compartment syndrome. Pt required surgical intervention. Pt was later discharged. Pump and tubing are being evaluated by biomedical engineering.